Manufacturer narrative:
Occupation is lay user/patient. The customer¿s strips were requested for return. The product has not been received at this time. If the product is returned in the future, a follow up report will be submitted. The customer's meter was returned for investigation. The returned product was measured with a retention meter in comparison to a retention meter and master lot strips. Two human blood samples from warfarin donors and internal reference meters were used. Testing results: donor 1, hct: 46% (2.2inr): retention meter and master lot strips: 2.2. Inr. Customer meter and retention strips: 2.2 inr. Donor 2, hct: 47% (2.4inr). Retention meter and master lot strips: 2.4 inr. Customer meter and retention strips: 2.3 inr. All inr values were within the specified maximum difference between measurements. No error messages occurred. The returned material and the retention material meet specifications. Relevant retention test strips (lot 345215) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred. The complaint customer material and the corresponding retention material complies with the specification, based on the requirements of the regular retention testing process of the qc department. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter complained of discrepant results for 1 patient tested on a coaguchek xs meter with serial number (B)(4). The results were "in the 3.0's inr and 4.0's inr" within 7 hours. The patients therapeutic range was not provided.